Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during prime on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power on the hc. The hc alarmed system error 2367. The tsr instructed the hp to cycle the hc again and the hc proceeded to press go to start. The hp stated that the supply bag appears to have been connected improperly or had come loose and there was air in the supply line. The tsr informed the hp that she would have to start over using all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; the hp stated that the supply bag appears to have been connected improperly or had come loose and there was air in the supply line. Neither the disposable set nor the homechoice machine were returned for evaluation and the user did not verbally provide sufficient information to identify the cause of the alarm. The root cause is undetermined. The lot number is unknown; therefore, no batch review was performed. This issue is being investigated through CAPA.